Event description:
The precise desktop software did not advance to the next field upon completion as sequenced. It was observed on three different pts that once a field was treated the software reverted back to the same field and it was possible to confirm settings.